Event description:
It was reported that there was an issue with fm990t - cranioplate 1.5 kit 4mm cros.2holes str. According to the complaint description, the nail broke during surgery and was removed. An additional medical intervention was required. Different products were used to close the skull successfully. Additional information was not provided. The malfunction is filed under (B)(4).

Manufacturer narrative:
Investigation: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records (DHR) will be checked for the leading device(s) lot number(s) from the quality coordinator of the production plant. The results of the review will be documented. If the review shows any conspicuities, the report will be updated and actions will be initiated. There are no similar complaints against the same lot number(s) with this error pattern. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based on the investigation results, a CAPA is not necessary.